Event description:
On (B)(6) 2012: the patient's pd rn called tech support on behalf of the patient wanting to know why cycler was not replaced when he called on (B)(6) 2012, about draining 6112 ml during treatment and alarms received. Treatment data for (B)(6) 2012: no daytime exchange; 0/ 383/12/-1117; 01 2996/49/103/6112/51/3116; 2/ 3003/21/85/2911/22/-93; 3/ 2002/25/93/4922/94/1919; 4/ 3007/13/87/3297/35/289; 5/ 1496/7. Additional event information: (B)(6) 2012: patient's wife states that the supply bags were not empty and contained the proper volume as expected following the first fill. He did not experience any pain and continued his treatment plus 3 additional treatments without incident. There was no medical intervention required during or after this event and he continues with ccpd.

Manufacturer narrative:
Supplemental report will be submitted when device investigation is complete.